Event description:
Covidien received information that the 840 ventilator shut down following suction. The hospital biomed technician reported that the 840 was not plugged in all the way into the ac wall outlet resulting ventilator to run on battery mode until battery depleted. It is also reported that the ventilator alarm was in silence mode. Therefore, no alarm was heard at the time of the event. There was no patient harmed or changed in therapy as a result of the event. The hospital staff was reported to be at the bedside.